Event description:
Caller tested 2.5 inr on the coaguchek xs system while a professional coaguchek xs system returned as 1.5 inr. Caller's coumadin dose was increased. No adverse event reported. Requested return of suspect system and replacement was sent.